Event description:
It was reported by the patient that the pod started smoking and it smelled like something was burning. The patient reported the pod was really loud but could not recall any error codes or blood glucose readings associated with this issue. The pod was disposed of by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.